Manufacturer narrative:
There was no pt impact associated with this complaint. The pump has not been returned to animas for eval. If the pump is returned, animas will conduct an eval and submit a supplement report. No conclusions can be made at this time.

Event description:
It was reported that the pump would not power on.